Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 06-apr-2023. One open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320559. A clog test as per q-sop-183- dl was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified. H3 other text : see h10.

Event description:
It was reported that 2 bd micro-fine¿ pro pen needles were blocked during the priming process. The following information was provided by the initial reporter, translated from japanese: "the patient's verbatim report is that the way in which the drug solution comes out upon priming is unstable; it is poor in some products and strong in the other products (the issue was registered as needle clog).".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd micro-fine¿ pro pen needles were blocked during the priming process. The following information was provided by the initial reporter, translated from japanese: "the patient's verbatim report is that the way in which the drug solution comes out upon priming is unstable; it is poor in some products and strong in the other products (the issue was registered as needle clog)."